Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebx0823 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rebx0823) have been reported from the same facility in (B)(4). Device has not yet been returned for evaluation.

Event description:
It was reported that "during the fixation of the catheter while advancing the catheter through sleeve they found it struck and not able to use the part". It was stated that it "was kept for evaluation and use a separate repair kit as they have already insert the catheter".

Manufacturer narrative:
The initial complaint appeared to be a reportable occurrence. Upon review of the reported event and evaluation of the returned sample it was determined that a reportable event had not occurred.

Event description:
It was reported that "during the fixation of the catheter while advancing the catheter through sleeve they found it struck and not able to use the part". It was stated that it "was kept for evaluation and use a separate repair kit as they have already insert the catheter".